Manufacturer narrative:
Investigation results: our quality engineer inspected sample and photograph submitted for evaluation. Bd received one unsealed 18ga x 1.16in. Insyte autoguard bc unit from lot number 2136407. Additionally, one photo was provided. Your report of a leak was confirmed based on the circumstantial evidence that was observed on the returned needle and safety shield. The insyte autoguard needle was received fully retracted within the shield and the IV catheter was not returned for investigation. The catheter was not provided and a visual inspection was performed on the flow control plug of the needle hub where no damages were discovered. However, the barrel contained a significant amount of media, indicating there may have been some type of leakage during use, possibly from the catheter but without the catheter the root cause is unclear. Your reported issue of leakage was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked beyond the septum. The following information was provided by the initial reporter: blood came out of the back when needle was retracted. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.